Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was experiencing high blood glucose and no delivery alarm. Customer¿s blood glucose was 29.6 mmol/l and treated with manual injection. It was mentioned the alarm occurred during manual prime but was resolved by changing complete set (infusion set and reservoir). The insulin pump/reservoir will not be returned for analysis.